Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the deployed stent appeared longer than anticipated. The 70% stenosed target lesion was located in the severely tortuous, moderately calcified, 7mm in diameter, left common to external iliac arteries. The lesion was pre-dilated. This 6f 8x47x75 reduced profile wallstent was deployed in the lesion without difficulties and post-dilated. The stent was fully expanded and well apposed. Upon deployment, it was noted by the physician that the stent appeared to be 100mm long under angiography. The procedure was completed with this device. Blood flow was confirmed to the hypogastric artery. No patient complications were reported and the patient's status is fine.